Event description:
Hmsc reported intermittent pacing impedance >3000 ohm since 21-aug-2024. Recordings show loss of capture and occasional noise. Advised further lead evaluation. Lead currently remains implanted. Should additional information be received this file will be updated

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.